Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. Data was not provided for evaluation. Loss of connection was not confirmed. The root cause could not be determined. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. No data available for review. The reported event for loss of connection could not be determined. The root cause could not be determined.